Event description:
It was reported that the patient passed away on (B)(6) 2022 due to multiple-organ failure.

Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The device operated as expected and the death was not considered to be device related.

Manufacturer narrative:
Section h6: health effect - clinical code: 3261 - multiple organ dysfunction syndrome manufacturer's investigation conclusion: a specific cause for the reported multiorgan failure and subsequent patient outcome as well as a direct correlation with the device, (B)(6), could not be determined through this evaluation. An autopsy was performed; however, an autopsy report was not provided. The device was not returned for evaluation. There were no alarms for this event. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists death and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.